Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported manufacturer representative that the stimulation appeared to be helping, but does not appear to be helping as much as it had initially. The patient reported no significant incident where things changed. The patient also reports she has to run her voltage high to feel the stimulation, causing her to recharge every day. The healthcare provider (hcp) recommended putting in a paddle lead to possibly locate the lead in the correct location and use a lower voltage. Patient agreed to have a lead revision. The plan was to place the lead at original trial location. It was not certain where the current leads were, as no x-rays were presented. Revision was scheduled for (B)(6) 2017. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2014 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding the patient. It was reported that the patient¿s stimulation was not quite in the right location. The patient noted that the stimulation was good, but wanted it more around their back and less around their front. It was mentioned that reprogramming was done. The patient¿s percutaneous leads were removed on (B)(6) 2017, and replaced with a surgical lead at their original trial location. It was stated that the issue was resolved at the time of the report, and that patient is doing fine at this time. No further complications were reported.